Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's husband states his wife feels well and no medical attention is needed. The customer's expected blood results are 120-190mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened one month ago. Reviewed meter memory: (B)(6). Customer's husdband, mr. (B)(6) bowling calling stating that his wife's meter is providing false readings. Mr. (B)(6) states that meter read a result of 603 mg/dl on 08/16/2015 at 08:30 am and after a back to back test using a competitor meter customer read a result of 127 mg/dl. Customer states the date on the meter are incorrect. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer's husband states his wife feels well and no medical attention is needed. The customer's expected blood results are 120-190mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened one month ago. Reviewed meter memory: (B)(6). Customer's husband, mr. (B)(6) calling stating that his wife's meter is providing false readings. Mr. (B)(6) states that meter read a result of 603 mg/dl on (B)(6) 2015 at 08:30 am and after a back to back test using a competitor meter customer read a result of 127 mg/dl. Customer states the date on the meter are incorrect. Adverse event not reported.